Manufacturer narrative:
On 7/06/2018, the mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Additional information indicated that the date of event was about twenty four months ago from the alert date which changes the date to (B)(6) 2016, which changes the age of the patient at the time of the event to (B)(6) years old. The patient underwent replacement with allergen silicone device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no device history record (DHR) review could be perform. Concomitant product: left unknown mentor saline device. (B)(4).

Event description:
It was reported that a (B)(6)-year-old female patient underwent a breast augmentation revision with unknown mentor saline breast implants which the right side deflated after implantation. As a result, patient had the device removed on (B)(6) 2018.

Manufacturer narrative:
On 7/27/2018, the device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information on 7/16/2018, indicated that the device catalog number is 3503310,and the lot number is 5847507. (B)(4)

Manufacturer narrative:
Device evaluation summary: upon receipt by mentor, the device returned without fluid. Brown material was observed within the device. No foreign material was observed on the shell surface. Product evaluation team discovered a rent measuring approximately 0.3 cm within a crease on the anterior aspect. Also, was noticed several creases around the device. No other anomalies were discovered. The complaint was confirmed since a rupture was found on the device. However, at this point it is not possible to determine the root cause of such damage. All the implants are 100% inspected before leaving the facility. There is no evidence that the issue is related with manufacturing breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).